Event description:
It was reported that the basket on the percutaneous thrombolytic device separated from the cable during use. A snare was used to retrieve the basket without any pt complications. The device was passed into a gortex loop graft with a tight radius which seems to have contributed to the basket separation.